Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon implantation of the device, there was a hematoma that had developed at the access site and the "in aorta " alarm was occurring. The decision had been made to return the patient to the lab for repositioning; however, the patient coded and eventually expired before further actions could be performed. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.